Event description:
It was reported the patient is not able to exit from MRI mode due to deleting an existing pairing bond on the patient controller. Troubleshooting was unable to resolve the issue. Additional troubleshooting attempt may take place at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated. Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023.